Manufacturer narrative:
Approximate age of the device - 1 year, 10 months. (B)(6). A correlation between the device and the reported cerebral bleeding could not be determined. The instructions for use lists bleeding and stroke as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient experienced cerebral bleeding on (B)(6) 2015. The patient's international normalized ratio (inr) was reported to be 7.0. Unspecified brain surgery was performed on (B)(6) 2015; however, the patient did not recover from the surgery. The patient subsequently expired on (B)(6) 2015. The pump was not explanted. The patient outcome was reported as not device or therapy related. No further information was provided